Event description:
Removal of dental implant. The clinician reported implant was attempted to use but could not unscrew restoration abutment.

Manufacturer narrative:
The implant was not fractured. The implant and abutment screw was examined under 20x magnification and no thread defects were noted. The breakaway torque for the abutment screw from the implant was measured, 15n-cm, within the reasonable range to unscrew with instrument. The device history record was reviewed and verified that the implant met specification.